Manufacturer narrative:
The exact age of the patient is unknown. However, it was reported the patient was over 18 years. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific that a solyx sis system device was used during a solyx procedure performed on (B)(6) 2020 for the treatment of stress urinary incontinence. According to the complainant, during the procedure, one of the mesh carriers detached from the mesh inside the patient and was removed from the patient by hand. Photos of the device had also been provided showing that the shaft tip bent. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: the exact age of the patient is unknown. However, it was reported the patient was over 18 years. Block h6: device code 2981 captures the reportable event of shaft tip bent. One solyx delivery device and one piece of mesh with one carrier attached were returned; the missing mesh carrier was not returned. A visual examination of the returned device found that there was evidence of stretching of the mesh. There was procedural debris on both ends, near the attached carrier. One carrier was attached to the mesh. The tip on the delivery device was bent. The deployment mechanism could not be advanced over the delivery device tip. The remaining carrier could not be loaded or deployed. The reported complaint of mesh carrier detachment was confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the condition of the returned device (stretching at the end of the mesh and the bent delivery device), it is likely that the user experienced difficulty while advancing the second carrier and exerted excessive force on the delivery device and carrier resulting in the detachment of the carrier and the bending of the delivery device. Therefore, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific that a solyx sis system device was used during a solyx procedure performed on (B)(6) 2020 for the treatment of stress urinary incontinence. According to the complainant, during the procedure, one of the mesh carriers detached from the mesh inside the patient and was removed from the patient by hand. Photos of the device had also been provided showing that the shaft tip bent. The procedure was completed with another solyx sis system device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.